Event description:
It was reported during an unknown patient procedure that the surgeon noticed the reamer shaft was wobbly, possibly bent. Another device was used to complete the procedure. No consequences or impact to patient.

Manufacturer narrative:
H3: the complaint sample was returned incomplete to viant for evaluation and the reported event is confirmed. The straight reamer handle power adaptor is bent leading to the reported wobble. The teflon sleeve was not returned with the assembly rendering the device incomplete and unable to assemble as intended. The hudson power adaptor end was observed to be slightly bent out of place. A bent/deformed power adaptor causes a non-linear (eccentric) reaming motion of the device when connected and powered by the surgical drill. Bending of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). Thus, the complaint sample had been misused. It is unknown what adaptor or power source (neither provided by viant) was connected to the device. The current IFU sent with this device today, man-004006 rev. A, states the following: end of life is determined by wear and damage due to intended use. Visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded. Where instruments form part of a larger assembly, check assembly with mating components. Check hinged instruments for smooth movement. Viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. Do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. Manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The device had experienced approximately 11.25 years of use. It is unknown how many surgical procedures (cycles) this device has experienced throughout its life in the field. The viant risk management files were reviewed and identified similar failure modes to the observed failure. From the trend analysis performed, the estimated failure rate falls within the occurrence rate identified in the viant risk management files. In conclusion, the reported event is confirmed as the returned straight reamer handle power adaptor is bent leading to the reported wobble. From the investigation performed, the root cause is attributed to user error (misuse) as bending of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied. No further investigation with regard to this complaint is required. Viant will continue to monitor for trends. G2: complaint information provided by distributor, depuy synthes.